Manufacturer narrative:
Additional information was received and noted the impella 5.5 device was explanted with a survived patient outcome. Section d6b was updated accordingly. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. However. The event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Subcomponent lot review was completed and noted there were other product malfunction complaints in this subcomponent lot related to this failure mode. Regarding the cardiovascular insufficiency, due to a lack of clinical details provided, the cause cannot be determined. Pertaining to device in wrong position, the clinical details state that the pump was noted to be malpositioned but they were unable to reposition as placement signal monitoring was disabled. Veno-arterial extracorporeal membrane oxygenation (va-ECMO) was placed and the impella 5.5 was left in place to vent on p-3. There were unreliable impella metrics with worsening patient status. Due to lack of clinical details provided, it is unknown how the pump became malpositioned. Pertaining to the optical sensor issue, the clinical details state that on the 14th the placement signal dropped out and triggered positioning and suction alarms. The automated impella controller (aic) was also reading flows of 3.2-4l on p-3, so it was assumed that the placement signal was inaccurate. The data logs showed that about 1323 hours into support the placement signal begins to gradually drift down with a change in snr but stable 5s parameters. It drifts about 25mmhg but then an offset of +25mmhg is applied to try to counteract the drift. An additional offset is applied 23 hours later as it begins to drift again of approximately 15mmhg so another +25mmhg is applied. There was a significant drift down to negative placement signal values and then the ps became unreliable, in which offset was then applied to the sensor again, but it did not correct it. The placement signal remains out for most of the case but comes back displaying negative numbers to the user at multiple points. The root cause of the optical signal issue is due to sensor wear which occurred at 55 days which is within the design life. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the aic.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support for bridge to transplant. Approximately 62 days after start of the support, placement signal issues were encountered. The placement signal dropped out and triggered multiple suction and impella placement signal low alarms. Customer inquired about the alarms tones, which may have been disabled because of the event. The patient would continue on support and 17 days later, the automated impella controller read of pump flow was assumed to be inaccurate. Additionally, this day, the impella pump was previously noted to be malpositioned posteriorly on transthoracic electrocardiogram, and the medical team was unable to reposition the pump due to placement monitoring being previously disabled. The patient was noted to be in systemic organ failure. A shock call was placed and decision made to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO) until transplant. The impella 5.5 device was left in place as vent on support level p-3, with discussions to replace the pump. However, the team noted there was no reasonable access to replace the impella due to the implantable cardioverter defibrillation left in the left axillary space. Support continued and the following day the impella support level was increased to p-4. However, there was still no placement monitoring. Latest update noted the patient was listed as status 1 for transplant and continues of va ECMO and impella mcs.

Manufacturer narrative:
Patient-specific information a4: weight is unknown. Device status: the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related reports: refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.